Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that fluid from the leaking sample syringe had leaked onto the power switch and shorted out the power cord which resulted in a blown fuse. The fuse, switch assembly, and power cord were replaced. The sample syringe was cleaned and checked. No evidence of further leaking was observed. All repairs were verified per established procedure. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events.

Event description:
The customer contacted beckman coulter inc. (Bec) to report a leaking sample syringe and a burning smell on their unicel dxc 600i synchron chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. There was no exposure or injury to the customer. Medical attention was not sought. The facility has a risk management plan in place.